Event description:
Reporter noted phaco sleeve was not type used regularly. Nmild corneal burn occurred during procedure. One suture used to close as part of surgeon's standard procedure. Patient had temporary blurred vision, until suture removed. (3-4 weeks).;